Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
While complaining of issues with multiple meters, the customer stated that coaguchek xs plus meter serial number (B)(4) had a partial display. There was no physical damage to the screen/display. The customer advised that it is possible for results on the display to be misinterpreted. The customer who reported the issue did not have first hand knowledge of the malfunction and was not using the meter. The customer did not know when the meter initially malfunctioned, so the date of event is not known. No adverse events were alleged. The customer's product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
The meter was returned for investigation. Upon initial investigation, it was confirmed that there were lines in the display.

Manufacturer narrative:
Upon further investigation of the meter, it was determined that the display was defective. There was no function of the display. Since there was a total failure of the display, a mis-interpretation of results could be excluded. The display issue is classified as a non systemic failure. (B)(4).